Event description:
The user facility biomed reported that a respiratory therapist reported that while on an adult pt the device started giving "all kinds of alarms". The pt was removed from the device and placed on another device. The biomed reported that the device did not running and continued to deliver flow and volume to the pt during the incident. The biomed was unable to provide info as to what alarm where active at the time of the incident.

Manufacturer narrative:
Carefusion has requested additional info from the user facility on the reported event and the status of the pt. As of 06/02/2015 there has been no additional info provided by the user facility. (B)(4). A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was unable to reproduce/verify the reported event. The field service representative ran the device through the extended system test (est) and operational verification procedure (ovp) per the operator's and service manuals and the device passed all testing. The field service representative ran the device for four (4) hours with no failures.